Event description:
Routine investigation when a complaint was rec'd that a lower blood glucose value of 33 mg/dl was rec'd on a customer's precision g system meter when compared to a laboratory result of 87 mg/dl. When these values are plotted on a leroux error grid, the analysis fell into the "c" zone showing was values to be clinically significant. No medical intervention, death or serious injury was reported.